Event description:
A customer reported a false negative hepatitis b surface antigen result on two italian external quality assurance scheme (eqas) samples. Positive values were obtained using three other manufacturers assays. A false negative hbsag result could present a risk to public health. There was no report of pt harm as a result of this event.